Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 32 x 2.5mm stent delivery system (sds) was not returned for analysis. The stent was the only part of the device that was returned and analysed as a result. A visual examination of the crimped stent found severe damage to the stent. The struts were stretched the entire length of the stent, struts were bunched, misaligned and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent strut became stuck with the wire. The 93% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). Predilation was performed with a 2.0x15mm non bsc balloon. A 32 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent strut became stuck at the wire. The stent was removed using a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent strut became stuck with the wire. The 93% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). Predilation was performed with a 2.0x15mm non bsc balloon. A 32 x 2.50 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent strut became stuck at the wire. The stent was removed using a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.